Event description:
Patient was in the or for second stage hartman (colostomy closure).ceea stapler fragmented during the procedure; all pieces were recovered. No complications resulted.procedure was completed with another unit of the same product.uncertain as to the cause of fragmentation. This product line is relatively new to our facility; however, the surgeon has used the product line elsewhere.